Manufacturer narrative:
After investigation of the device the evaluation was reveiwed and this case is deemed reportable despite the fact that no actual patient injury was reported. The reporting decision is based upon the review of the applicable risk analysis. Investigation results: visual investigation: the components have been examined visually and microscopically. The handle of the nt414r is broken at the last hole before the striking plate. The impact plate shows clearly visible damages of strong hammer blows. The breakage surface of the 4 metal bares of the handle were inspected visually. A definitive fracture areas analysis is hardly possible because the fracture surfaces are very small. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. We assume a fatigue fracture as a causal factor. There is the possibility for pre-damage or similar due to previous surgeries. We assume that the fatigue fracture was caused by implantation and explantation due to strong hammer blows. Based upon the investigations results a CAPA is not necessary. According to our initial mdd/MDR reporting evaluation, this event is considered reportable for the following reason, despite the fact that no actual patient injury was reported: near adverse event / other serious incidents. The reporting decision is based upon the review of the applicable risk analysis.

Event description:
It was reported that there was an issue with nt414r - cup insert.instr.w/thread m8x1 str short. According to the complaint description, the device was broken in the back side. There was no described patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).